Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that the implantable cardioverter defibrillator (ICD) had no telemetry since there were no successful remote transmissions received by the clinic and the patient indicated that the reader on their monitor could not find the ICD. The ICD remains in use. No patient complications have been reported as a result of this event.